Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported that the patient was admitted to the hospital with what appeared to be withdrawal symptoms. A dye study was performed and was negative. Because the pump was due for replacement soon the whole system was replaced 2015. The patient was alive with no injury. The old pump was returned to the manufacturer for analysis. The pump was used to infuse baclofen (unknown). Follow up was being conducted to obtain additional information that had not been received at the time of this report. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported the patient was on 2000 mcg/ml of gablofen and always had been. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.